Event description:
It was reported that patient's vns was discovered to be disabled due to an unknown error code that physician could not recall. Patient was programmed for auto-titration and event and trends showed that patient got titrated on 11/02 and that on 11/10 no data can be seen. The patient was re-programmed to a lower setting successfully. A serial number check confirmed that the device was not on recall and has updated firmware. Device history records were reviewed and the device passed all functional and quality testing prior to distribution. During a review of the decoder generated by the programming tablet data received, it was determined that this generator was disabled due to error code 10 (stim stopped) reset code. This event meets the limited investigation criteria for a previous investigation of historical data for causes of unexpected resets in m1000 devices. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.